Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. Since the actual device was not returned, detailed investigation of it could not be performed. No anomaly was found in manufacturing records and shipping inspection records. No other similar report was found in the past complaint file. Based on the investigation results, no anomaly was found in the manufacturing records. In addition, since the actual device was not returned and the details of the procedure were unknown, it was not possible to clarify the cause of the occurrence. Based on the knowledge from our past experiences, one possibility is that, if a foreign matter adheres to the air injection port, it could somehow get into the air-sealing part, which lowered its property to seal, resulting in an air leak. This might have hindered proper compression of the hemostasis part, leading to blood leak. Relevant instructions for use (IFU) reference: "precautions / 9th dot: be careful that no foreign particles get into the air injection port when injecting air. The air could leak." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following reported information: on (B)(6) 2026 at 12:37, the patient's coronary angiography (ca) and percutaneous coronary intervention (pci) procedure under local anesthesia was completed. The dressing at the right radial artery puncture site was dry and securely in place. Hemostasis was achieved using a tr band and the fingertips were warm. At 20:48 during a ward round the nurse observed fresh blood on the dressing at the right radial artery puncture site indicating slight oozing. Immediate manual pressure was applied to the right radial artery and the patient was reassured. Vital signs were checked and found stable. The sterile gauze was immediately replaced. Upon inspection it was determined that the tr band had a leak (deflated) after testing with a syringe. A new trb band was applied after which no further bleeding occurred. The puncture site had been checked previously between 12:37 and 20:48 and no bleeding was observed. There was no harm to the patient.